Event description:
I started having severe joint pain in my shoulders so bad that I can't sleep, I am also having pain in my elbows, knees, and hips, the pain is spreading to my wrist and scapulas. I am having muscle cramps and noticed that I am having more difficulty getting up from a sitting position and walking due to stiff muscles and joints. I have had chronic fatigue and insomnia sleeping 5-6 hours per night for the past 6 years. I have gained 50 lbs since 2010 unable to lose any weight, started having occasional constipation now have chronic constipation, and have dry thinning hair. In 2016, I started noticing memory recall problems and in 2019 I had 1 small cataract and in 2020, I have two large cataracts on both eyes, I experience blurry vision with a corrective lens most of the time. 2019 I started experiencing vertigo that has been unrelieved by medication or manipulation and numbness in my fingers and hands. In 2013 my migraine headaches became worse to where I have at once every 1-3 months. Cbc, cmp, tsh, t4 t5 all lab work normal. FDA safety report ID# (B)(4).